Event description:
At an unk date the pt underwent a surgical procedure where a cancello-pure wedge xenograft was implanted. Allegedly the graft failed to integrate resulting in revision surgery.

Manufacturer narrative:
Medical records have been requested from the physician. Investigation in process.